Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Customer reports the needle is sticking out of the softclix plus lancet; lancet will not retract. Device will not prime or fire. The customer did not provide the location where the malfunction occurred. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number unknown.